Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Report is for two (2) unknown screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: this report is for two (2) unknown, broken screws.

Manufacturer narrative:
(B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the united arab emirates as follows: it was a revision case due to non-union. The implant was found broken inside the patient. The patient was revised with another synthes implant. This report is for an unknown screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: the plate shows strong traces of damage. The plate is broken into two (2) pieces at the seventh hole. Furthermore, the threads are badly worn out. The measurable dimensions were checked as far as possible and found to be in compliance with the technical drawings and specifications. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength, or structural stability. The values were in compliance with specifications and with the international standards. No manufacturing related issues were identified and/or confirmed. Visual inspection: the plate was found broken and two screws are broken, too. Only the shafts were returned. There were also eleven (11) unknown screws received that were all intact. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.